Event description:
This case was reported by a consumer and described the occurrence of choking in a female patient who received poligrip (super poligrip original denture adhesive cream) for an unknown drug indication. A physician or other health care professional has not verified this report. The reporter was the patient's daughter. On an unknown date, the patient started poligrip. At an unknown time after starting poligrip, the patient experienced choking and pharmaceutical product complaint of oozing. The patient used super poligrip in the afternoon and later, while drinking something hot, she experienced choking. This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued. At the time of reporting, the events were resolved. Super poligrip original denture cream is manufactured in another country. The lot number for this product is available and quality testing is pending.